Event description:
A home patient (hp) contacted baxter's technical service center (btsc) for assistance. During fill 1/4. Per initial report, the hp stated that the transfer set was leaking from the connection between the hp's catheter and the transfer set in 2005. Btsc assisted the hp in ending therapy early. The pd nurse reported that the hp was diagnosed with diverticulitis, the previous day. The hp was advised not to perform pd therapy at this time. The hp was advised to start hemodialysis therapy. The hp went against medical advice, and performed an exchange on the next day. The hp was diagnosed with e-coli peritonitis with symptoms of cloudy effluent and abdominal discomfort on the same day and was discharged three days later.